Manufacturer narrative:
Device analysis. A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned uni,t it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause could be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The lesion was located in the left anterior descending (lad) and was a type 2 lesion. The physician predilated the lesion with a maverick monorail 2.5x15mm balloon and a maverick monorail 2.5x20mm balloon. The physician attempted to deliver the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician noted that the stent had a "burr at the end" and a "strut was sticking out." The physician successfully completed the procedure with a non-bsc 2.5x15mm stent.